Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the right brain lead wherein symptoms of swelling and redness were present. The patient was admitted to the hospital and underwent a revision procedure where the lead was explanted. The patient was placed on antibiotics and was doing well postoperatively. The explanted device was retained by the medical facility and was not returned. Cultures were taken but the results were unavailable per the medical facility patient privacy policy.